Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032723) on 13-jan-2014. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced nausea ("nausea"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding and clotting") and experienced arthralgia ("joint pain"), acne ("increase in acne"), alopecia ("hair loss") and urinary tract infection ("uti increase"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown, the nausea, headache and fatigue outcome was unknown and the arthralgia, acne, alopecia and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, alopecia, arthralgia, fatigue, genital haemorrhage, headache, nausea and urinary tract infection with essure. The reporter commented: discrepancy noted in date of insertion was (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received surgery information, reporter information were added. Case category upgraded to serious incident. Lawyer added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 13-jan-2014. The most recent information was received on 07-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced nausea ("nausea"), headache ("severe headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding and clotting") and experienced arthralgia ("joint pain"), acne ("increase in acne"), alopecia ("hair loss") and urinary tract infection ("uti increase"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown, the nausea, headache and fatigue outcome was unknown and the arthralgia, acne, alopecia and urinary tract infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, acne, alopecia, arthralgia, fatigue, genital haemorrhage, headache, nausea and urinary tract infection with essure. The reporter commented: discrepancy noted in date of insertion was (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.